Event description:
It was reported by the patient that the unit is giving electric shocks and pain that lasted up to two weeks.

Manufacturer narrative:
It was reported by the patient that the unit is giving electric shocks and pain that lasted up to two weeks. The patient tried unplugging the unit and plugging it back in, the device was being used on the patients' knee since (B)(6) 2025. The patient fills the unit to the minimum line the ice cubes. The device has not been returned for evaluation. The root cause could not be established. If additional information regarding this reported event becomes available a supplemental report to this document will be submitted.